Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's personal diabetes manager (pdm) was damaged and the patient was not able to control blood glucose levels manually. Symptom reported includes vomiting and ketones of 2.1 mmol/l. The patient was treated with intravenous fluids, insulin and anti-nausea medication. The patient was released after 4 days. The pod was not worn at the time medical attention was sought.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.